Event description:
I had dental work done in february of 1998. I was not told that mercury was being used in that denal work. I also found out that a dentist that belongs to the american dental association does not have to inform a pt that mercury is being used. Meanwhile I became dizzy and would fall. I had trouble walking and had to seek medical help. I realized that multiple sclerosis and mercury poisoning have the same symptoms. I treated my symptoms as mercury poisoning that I traced to my dentist, who admitted to overfilling a tooth, and I am back to working full time plus. How come the dental field has no regulations on informing the public on using the number two toxin in the world?